Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned instrument confirmed the complaint. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient's stryker hip was revised due a change in position of the primary cup. The loose stryker cup was removed and replaced by a larger depuy synthes pinnacle multihole cup and screws, and pinnacle dual mobility liners. A stryker replacement ceramic femoral head and sleeve was also used, since the primary stryker stem was well fixed and remained in place. During the mating of the femoral head and sleeve, into the dual mobility polyethylene liner, the sleeve became wedged on the black plastic support cone (instrument) that is used to insert the head into the liner. Dr. M was able to lever the ceramic head off of the sleeve, but he was unable to free the sleeve from the support cone. Since the ceramic head had been successfully inserted into the liner, as the sleeve became wedged on the support cone, second sleeve was opened and placed in the ceramic head. The completed construct was then fitted onto the femoral stem. The attempts to free the head from the support cone and the retrieval of a second sleeve delayed the surgery by approximately ten minutes. Also during this surgery, (B)(6) commented that the hex tip of the rigid screwdriver that he was used to secure the dual mobility liner trial into the pinnacle multihole cup had rounded off over time. Therefore used an alternate screwdriver from the same pinnacle screw consignment tray the remainder of the case. A replacement rigid screwdriver, as well as a replacement plastic support cone, are needed to complete their respective trays. There was 10 minutes surgical delay.